Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left circumflex artery. A balloon catheter was placed in the left anterior descending artery (lad) to use as a back-up, then a 4.00x24mm promus premier&#10244;rug-eluting stent was advanced and deployed in the lesion. However, upon removal of the stent delivery system, the distal shaft became stuck on the balloon in the lad and the shaft of the stent delivery system broke. The device was able to be fully removed along with the guide catheter. The procedure was completed using a new guide catheter and a new non-bsc guidewire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with an apex device both stuck inside a non-bsi guide catheter eb35.070 which was inserted through a y-connector. A visual and tactile examination found the midshaft broken at 96mm from the hypotube to midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. The remaining part of the midshaft, port bond, inner lumen and outer extrusion were stuck inside the guide catheter and could not be removed for analysis. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The stent was deployed during procedure and therefore not returned with the device for analysis. The balloon was found stuck at the exit of the guide catheter next to the apex balloon. The distal cone profile was visible and upon review it was found that the balloon wings and folds were disturbed out of their intended position. Solidified media was also identified inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left circumflex artery. A balloon catheter was placed in the left anterior descending artery (lad) to use as a back-up, then a 4.00x24mm promus premier&#10244;rug-eluting stent was advanced and deployed in the lesion. However, upon removal of the stent delivery system, the distal shaft became stuck on the balloon in the lad and the shaft of the stent delivery system broke. The device was able to be fully removed along with the guide catheter. The procedure was completed using a new guide catheter and a new non-bsc guidewire. No patient complications were reported and the patient's status was fine.